Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was opened by the operating room staff and that the inner packaging was missing from the implant.